Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2022-16431; 2017865-2022-16446. It was noted during follow up in clinic that the patient's two leads had perforated the heart and a pocket infection was observed. The patient was referred for a pacemaker system extraction. A complete system extraction was performed with no issue. There was no pericardial effusion after the case. Older leads were also extracted. A semi permanent pacemaker was implanted for back up pacing. The patient was stable.